Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. A revision procedure was performed, this ra lead was explanted and replaced with a new lead. It was noted that the lead is a competitor lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).